Event description:
It was reported that while in the operating room, a safety radial arterial catheter was successfully placed in a patient and the safety locking mechanism was examined. Md stated that he "held the cover on the sides and tried to move it, surprisingly the needle was not locked inside the cover and the needle emerged from the cover; this situation leaves the needle tip not locked in the cover safety mechanism and the product is not functioning properly." The md then checked out over a dozen new catheters and found the same problem in several of them. The md said; "when the safety cover does not slide smoothly along the needle shaft, there is an increased resistance such that with some catheters the catheter hub disengages prior to the locking mechanism engaging."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.